Event description:
It was reported that, the patient underwent a balloon ablation procedure in 2006. The procedure proceded normally for two minutes, but with a constant topping off a fluid. An eventual drop in temperature and consistent temperature errors led to automatic shut down of the controller. A second attempt was made to restart the procedure, and pressure could not be maintained and a pinhole in the balloon was observed. The procedure was aborted and no adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.